Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the device is not recognizing the paddles. There was no patient involvement.

Manufacturer narrative:
The customer requested, assistance from a philips field service engineer (fse). Upon evaluation of the device, the reported issue was confirmed. And the cause was traced to a faulty therapy pca. Based on the conclusion of the investigation. It was determined, that this was a malfunction of the therapy pca. A new therapy pca was quoted to the customer to resolve the noted issue. The device remains at the customer site. No further investigation or action is warranted.